Event description:
It was reported that during prep for a coronary drug eluting stenting treatment procedure, the stent was loose on the balloon. When the stent was opened from the packaging, the stent was found to be loose on the stent delivery system. The physician chose to not use this device and exchanged it for another taxus stent to complete the procedure. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.